Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: "passage in 15h instead of 16h.w.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: the device went through the repair process because it was not marked as a complaint. During the repair, the p2 connector and the lock bolt drive was replaced. No other damages were found during the functional test. The device was calibrated and checked. No malfunction was found during this process. The complaint could not be confirmed. The device went through the repair process because it was not marked as a complaint.